Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was a b30 (scope communication error), e204, and e315 while using the evis exera iii video system center. The issue was found during an unspecific procedure and there were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings include the following: due to damage on video connector socket, the scope cannot be detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.